Event description:
A cartridge change error was reported with the customer's pump. The issue caused the customer's blood glucose level to exceed the typical threshold, but the specific value was not known, only displayed as "high." The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support instructed the customer on various steps, including inspecting and cleaning the pump's components and following on-screen instructions to resolve the error. The customer successfully loaded the cartridge but declined further assistance, and it was not confirmed if they resumed insulin delivery. No additional actions were required.